Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had wear at a fold in the middle of the cylinder with broken fabric threads. The first cylinder developed a bulge when inflated with a syringe. The second cylinder also had wear at a fold in the middle of the cylinder. The pump was visually and microscopically examined, leak and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage and functional tests. The reservoir was visually and microscopically examined, and leak tested. The reservoir krt was worn to the filament. The reservoir passed the leak test. Based on analysis results, the reported cylinder bulge was confirmed.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis was bulging proximally when inflated, causing discomfort to the patient. The patient underwent surgery to replace the device. There were no further patient complications.